Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the stapler sheath installed on a curved-tip stapler 30 instrument tore. The customer confirmed that the instrument and accessory were inspected prior to use, with no damage or anything unusual noted. The issue occurred after the instrument was inserted into the thoracic cavity, rotated for vessel ligation, and then removed. Upon final removal, the wrist of the instrument was straightened. Although it was suspected that a fragment had fallen inside the patient, it could not be found upon checking. No additional surgical procedure was required to remove the fragment, and no post-operative tests were performed to check for remaining fragments. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sheath to perform failure analysis. The stapler sheath was analyzed and found to have damage with tears measuring approximately 0.103 to 0.115 inches. A visual inspection revealed missing material.